Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-21100. It was reported that the patient experienced ineffective stimulation. Diagnostics revealed high impedances on contacts 1-8. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the lead was explanted and replaced. During the procedure, it was discovered that the lead had fractured. Post-operatively, stimulation therapy was restored. It is unknown which lead was fractured and replaced, therefore both leads are being reported.